Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) alarmed overheated message.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h6(clinical code & impact code).

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. The fse reviewed the logs and did not find any alarms for overheating or major failure codes. However, as a precautionary measure, the fse replaced the scroll compressor, filters, pressure tube from the compressor to the reservoir, and temperature sensor on the compressor. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) alarmed overheated message. No patient harm, serious injury or adverse event was reported.